Manufacturer narrative:
Citation: barth s et al. Transcatheter aortic valve replacement for severe aortic stenosis can improve long-term survival of nonagenarians as compared to an age- and sex-matched general population. J cardiol. 2020 feb;75(2):134-139. Doi: 10.1016/j.jjcc.2019.07.014. Epub 2019 aug 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the survival of nonagenarians who underwent transcatheter aortic valve replacement (tavr) compared to an age- and sex-matched general population. All data were collected from a single center between 2009 and 2017. The study population included 1,052 patients and was predominantly female with a mean age of 84 years. An unspecified proportion of the patients were implanted with medtronic corevalve or evolut r bioprosthetic valves. No serial numbers were provided. Among all patients, 60 deaths were observed within 30 days post-tavr. Multiple manufacturers transcatheter valves were involved in the study and no further details about the deaths were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events that were observed procedurally, in-hospital and 30 days post-tavr included: permanent pacemaker implantation, transcatheter valve-in-transcatheter valve implantation, conversion to open heart surgery/sternotomy, intra-operative cardiopulmonary resuscitation, intra-operative ventricular fibrillation, complete heart block/third-degree atrioventricular block, stroke, repeat procedure for unspecified valve-related dysfunction, coronary obstruction requiring intervention, peri-procedural myocardial infarction, life-threatening or major bleeding, blood transfusions, major vascular complications, and major access site complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.